Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(6) medical corporate headquarters in (B)(6), mn has been listed in sections d3. And g1. And the (B)(6) FDA registration number has been used for the manufacture report number. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that extravasation occurred with the jelco catheter via venous vein. Inflammation was observed without redness and without pain. Patient maintained mobility and ice was applied to the patient. The event occurred during patient use. No permanent injuries were documented and that the patient presented signs of phlebitis and thrombophlebitis (redness, pain and discomfort), classified as temporary damage.